Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for about 15 seconds, the balloon ruptured. The procedure was completed with a another of same device. There were no patient complications nor injuries reported.